Manufacturer narrative:
Results: the 3maxc coil winds were damaged from approximately 135.5 ¿ 136.0 cm and 140.0 ¿ 151.0 cm from the hub. The total length of the device was approximately 152.5 cm. Conclusions: evaluation of the returned 3maxc revealed inner coil damage on its distal end. During functional testing, a mandrel was unable to be advanced through this region. This indicates the liner became damage at some point. The root cause of the liner damage could not be determined. Liner damage will likely cause resistance when advancing and retracting devices through the damaged region. If devices were manipulated within this damage region it would likely result in the observed offset coil winds of the 3maxc. It was reported that the 3maxc became stuck within a parent catheter after several successful passes. It is possible this catheter damage contributed to the 3maxc becoming stuck. The root cause of this issue was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician made several successful passes in the target vessel using the 3maxc with both a non-penumbra parent catheter and a non-penumbra microcatheter. While making another pass, the 3maxc became stuck in the proximal part of the parent catheter. The 3maxc was therefore removed. The procedure was completed using another 3maxc and the same parent catheter and microcatheter. There was no report of an adverse effect to the patient.